Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the bacterial peritonitis event. The cause of the bacterial peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin for twenty one doses (route, dosage, and frequency not reported) for the bacterial peritonitis event. On an unreported date in the same month as the onset, vancomycin therapy was discontinued. Dianeal and extraneal therapies were ongoing. The patient was recovered from the bacterial peritonitis. No additional information is available.